Event description:
It was reported that the patient presented to the hospital for a routine pulse generator upgrade. The physician opened the pocket with the use of electrocautery. The device then exhibited an output anomaly and the patient was asystolic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.